Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose a couple of weeks ago. The customer was released two days later. The customer stated that she was taking shots, but still it did not help her. No further information was provided.